Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 90% stenosed, mildly calcified, mildly tortuous left anterior descending (lad) coronary artery. Pre-dilatation was performed with a nc balloon at 10 and 12 atmospheres (atm). The 4.00x38 mm xience xpedition stent was deployed at 10 atm followed by post dilatation with an nc balloon. An edge dissection was noted. Another xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.